Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners, battery tube threads and minor scratches on lcd window.

Event description:
It was reported that the customer experienced high blood glucose levels. Her blood glucose level was 448 mg/dl. Her insulin pump stopped delivering insulin when she received a low reservoir alarm. Her blood glucose level readings go up when she receives a low reservoir alarm. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.